Event description:
It was reported that while in use with a patient, the battery of a cadd®-solis ambulatory infusion pump melted and gave off smoke when connected to power supply, causing damaged to pump and battery and carrying a fire risk. The pump was being used for epidural infusion. The epidural rate had been set to 5mls/hr, and after about an hour, the epidural rate changed to 3mls/hr and the pump started alarming low battery. The pump charger was then attached. Immediately on attachment to the pump, the screen went blank and a continuous intermittent alarm was noted. The pump was unable to be turned off. Smell of burning was then noted (hot plastic smell). The battery compartment was opened and the battery inside was almost too hot to touch. It was difficult to remove the battery as base of the battery melted in the chamber. Smoke emitted from the device. There were signs of burn marks to the battery. Parts of the battery had melted, and there were burn marks and damage to the inside of the pump. No injury was reported.

Manufacturer narrative:
Smiths medical received one cadd®-solis ambulatory infusion pump for analysis in a damaged condition. The event history log was not able to be downloaded. Upon visual inspection the battery compartment was found to be melted and burnt. An ac adapter was attached to the device in an attempt to power up the device with no success. Based on the evidence high current caused by power supply (ac adapter) delivering over voltage causing damage to the pump but the root cause remains unknown.